Event description:
It was reported that the programmer generated error codes and that the radiofrequency programmer head would not work. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was out of electrical specification. Concomitant products: product ID 2090am programmer. (B)(4).